Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure diminished sensing was noted on the right atrial (ra) lead, which was attributed to the patients poor cardiac condition by the physician. During the patients hospitalization, undersensing was further noted on the ra lead. The lead was attempted to be repositioned but a position with favorable measurements could not be located. The lead was explanted and replaced. No patient complications have been reported as a result of this event.